Event description:
Additional information received indicated the cause of death was due to lung disease and an unrelated infection. The physician alleged the death was not related to the implant procedure or any of the abbott products used during the procedure.

Event description:
It was reported that during an implant procedure, the patient experienced low blood pressure and arrhythmia when the introducer was placed in the patient. The patient stabilized independently following an echocardiogram and chest x-ray. As the device mapping portion of the procedure was performed, the patient's blood pressure dropped again. An echocardiogram was performed and the left ventricle was failing. Cardiopulmonary resuscitation was performed and medicine was administered in attempt to resolve the cardiac arrest. The patient was then put on bypass, but ultimately passed away. The physician suspected a pulmonary hemorrhage to be the cause of the patient's passing. The physician does not allege a malfunction against the device and does not attribute the death to the device or the implant tools. Additional information was requested, but not yet received.